Event description:
The physician was draining a cyst and as the physician put the needle back to zero the needle would go back in to sheath. The physician had to "drag" the needle through the endoscope and as the facility had no more echo needle a procore 19 needle had to be used. The physician was able to complete the procedure. No harm to the pt. Needle was confirmed broken during the laboratory eval. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence according to the initial rptr, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This complaint is reportable to the FDA on the basis of a previous adverse event for an echo-hd-19-c ((B)(4)). The reporting precedence covers the entire product family. Therefore, all echo devices involving a proximal needle breakage and or the non retraction of the needle are reportable regardless of the outcome. There were no echo-19 (echo) devices of lot # c812719 in stock at the time of the complaint investigation. The 1 x echo device of lot # c812719 was returned for eval. The device was returned in the original packaging and was open on receipt. This echo device was rec'd was rec'd with the needle advanced approx 3cm on receipt. The distal needle tip was confirmed intact. It was not possible to advance the needle any further. It was not possible to retract the needle. The sheath/needle was noted to be damaged approx 6 cm below sheath extender. Upon closer examination the needle was confirmed broken at this point. It was determined that the users' difficulty in retracting the needle during the procedure was due to the needle breakage confirmed distal to the sheath extender. The most likely cause of this needle breakage may be attributed to the needle kinking distal to the sheath extender. This kink may have occurred due to product handling when removing the device from the packaging or due to product handling during the procedure. If the handle of the echo device is not appropriately handled it is possible for the sheath to become kinked due to the weight of the handle. As the needle was advanced/retracted during the procedure it is possible this kink resulted in a breakage. The complaint info rec'd indicated confirmed one biopsy had been successfully obtained prior to this incident. As the conditions of device usage cannot be replicated during the laboratory eval it is not possible to definitively state if this is the root cause of this complaint. All parts of the needle were accounted for during the laboratory eval. The complaint info rec'd indicated no part of the needle remained in the pt. No adverse effects to the pt were reported as a result of this occurrence. The complaint info rec'd indicated this echo device was used for drainage purposes. As per the instructions for use for this device, IFU 18888/0110, intended use of this device is stated as follows: "this echo device was used in a manner deemed as 'off-label' usage. However, it was determined that this 'off-label' use did not contribute to the needle breakage that occurred in this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the relevant mfg records for this echo device did not reveal any discrepancies which could have contributed to the complaint issue. No corrective action is required as a result of this complaint. This event did not impact the pt or user. This needle breakage occurred outside of the pt. The 2 yr complaint history has been reviewed for this rpn and the likelihood of this type of occurrence is low. The overall risk associated with this incident has been associated and determined to be low. A health risk assessment was carried out to assess the risk of needle breakage across the echo product family and was determined to be low risk. Complaints of this nature will continue to be monitored for potential emerging trends.